Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative via the patient, regarding a (B)(6) male patient receiving intrathecal fentanyl 4.000mcg/ml at an unknown rate via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, a critical alarm was occurring and confirmed by telemetry. The pump had stopped prematurely (was in stopped state), and telemetry was reading pump shut off for 1092h 15 minutes. It was noted that elective replacement indicator (eri) was at 1 month on the report, but the logs had not been read. No symptoms were reported. The pump was replaced on (B)(6) 2015. Additional information received from the manufacturing representative reported that the pump was in stopped state. They were not aware of a motor stall or if the patient had been exposed to electromagnetic interference (emi). If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The returned product paperwork indicated pump failure/stopped. No patient injury was reported. The patient had a sudden loss of therapy.

Manufacturer narrative:
The previously reported stall due to shaft-bearing was updated/corrected to stall due to gear pinion.